Event description:
(B)(6) 2010, had the mesh and sling implanted. It first did not take in, was still having incontinence. Dr. Did an internal exam and saw that the mesh had eroded and the sling had slid. She was then sent to see a urologist specialist at which point her bladder was tapped to make sure that the mesh had not eroded her bladder. On (B)(6) 2012 she has an appointment to have the mesh and sling all removed because it's eroded and infected. She is having severe abdominal pain all the time and has not had sex in over a year.